Event description:
It was reported to nuvectra that the patient and doctor elected to perform an explant to increase stim coverage. Patient was re-implanted with a new stimulator and three leads, which increased stim coverage. There was no deficiency with the original implant.